Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot: (B)(4). ,product ID: 9735773, serial/lot: (B)(4). Hardware analysis performed for the ups and batteries found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot #: unknown; product ID: 9735773, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. During the procedure, the site took an imaging spin, saved the screw placement, and when the surgeon looked up it was noticed that both the main cart and camera cart monitors were off (also reported as system shutdown). The site rebooted the system and all saved plans and trajectories were lost. The issue resulted in less than one hour procedure delay. There was no impact on patient outcome. The procedure was completed without aborting imaging or navigation. No complications were reported/anticipated.